Event description:
The pt had coupling and communication issues when trying to recharge. The implantable neurostimulator (ins) was located high in the pt's back; lateral of right breast toward back. By mid (B) (6), the ins battery was at about 25%. By the end of (B) (6), they were unable to get telemetry with any external components; physician programmer, pt programmer, or recharger. The pt had no stimulation. Multiple recharging attempts had been made and they were unable to recharge the ins. Multiple pmrs (physician mode resets) were also attempted, but there was no ins response after any of them. The pt also reported that according to her doctor, her 2 leads did not work. The physician planned to replace the ins. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).